Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2017 an empty reservoir alarm occurred. It was noted that the patient was in the hospital with pneumonia and was unable to make pump refill appointment. The patient experienced no signs/symptoms of withdrawal. On (B)(6) 2017 the patient had a normal catheter evaluation and a normal rotor study. On (B)(6) 2018 the pump was refilled, reprogrammed, and therapy was re-initiated. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship the event date was (B)(6) 2017. No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the event was related to programming/refill. No further complications were reported.